Event description:
Report rec'd with the following info: the pt had a diagnostic angiography via the right femoral artery for symptoms of chest pain in 2000. The right femoral artery site was closed with the closer. The pt was discharged home in 2000. The pt presented to the emergency room 3 days later with complaints of pain and bleeding at the puncture site. The pt was admitted for observation and discharged the next day without antibiotic treatment or surgical intervention. The pain and bleeding continued at the puncture site. Four days later, medical personnel from the same group the operator is with, evaluated the site and the pt was sent home without antibiotic treatment. The next day, the pt returned to the hospital for continued symptoms. Blood cultures were positive for staphylococcus aureus and treated with antibiotics. Emergency surgical exploration was performed and revealed an extensive infection of the common femoral artery, which resulted in extensive disintegration of the femoral artery. Surgery performed was a ligation of the external iliac artery with retroperitoneal approach, ligation of the common femoral artery and a left femoral artery to right superficial femoral artery bypass graft. The pt was hospitalized for nine days and discharged on antibiotics for four weeks. The pt has required add'l surgical interventions for proximal stenosis of the left femoral artery and required a femoral artery bypass graft. No other info has become available.

Event description:
Received the following new info from medical records: office visit on 8/21/2000 revealed a small firm hematoma. The pt was recommended to rest. The pt called the physician later that night and was seen in the emergency room. The hematoma was noted to have enlarged. The pt was admitted for absolute bedrest, observation and an ultrasound to exclude possible pseudoaneurysm formation. In the morning, the hematoma had not enlarged. The pt was discharged with orders to rest. The pt had an ofice visit on 8/25/2000 for bleeding from the right groin. Physical exam of the right femoral area revealed a raised hematoma that was tender to palpation. The puncture site was healed. Blood work was drawn and the pt was informed if the results were abnormal, the physician would call the pt. If the pt develps recurrent bleeding, to call the physician. Events follow as reported in the initial medwatch.